Event description:
On (B)(6) 2021, the patient¿s mother contacted lifescan (lfs) USA, alleging that her onetouch verio flex 2 meter gave inaccurate erratic results. The complaint was classified based on the documentation generated through chatbot. The reporter stated that the alleged inaccuracy issue occurred on an unknown date and time, in the week prior to contacting lifescan. The reporter claimed that the subject meter gave an inaccurate high result (no result given) and that the patient fainted due to low blood sugar. The patient is a (B)(6) year old, non-diabetic therefore is not taking any medication. The patient had to be treated by paramedics (no specific details of the treatment were given). As the complaint was made using the us chatbot many of the troubleshooting questions were recorded as ¿customer unable/unwilling to answer¿ as a result, it was not possible to determine if the unit of measure was set correctly or if the results were from the same approved sample site. This complaint is being reported because the patient reportedly received hcp treatment for an acute low blood glucose excursion while using the product and the subject meter could not be ruled out as a cause or contributor to the event.